Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported permanent loss of antenna. The returned complaint device was visually inspected and no defect was found. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).